Manufacturer narrative:
A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: damage to the plug unit caused image noise, and the image could not be seen. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited a noisy image issue. There was no patient involvement.